Manufacturer narrative:
Rwmic has requested additional and missing information from the user facility and manufacturer. Rwmic will submit a follow up report upon receipt of additional information as appropriate. Rwmic considers this case open.

Event description:
Richard wolf medical instruments corporation, hereinafter, referred to as rwmic was notified of an incident that occurred at the user facility on an unspecified date. It was reported that the black tip of the inner sheath broke off, allegedly after a procedure. There was no report of patient involvement or injury to user or staff. No other information is available at this time. There was no injury or adverse outcome associated as a consequence of this incident. Rwmic received the device for evaluation and it was confirmed through visual inspection that the ceramic tip was broken and the o-ring was worn out. The probable cause was determined to be physical force to the tip causing the breakage.

Event description:
Follow-up report#1 is to provide FDA with new and changed information.

Manufacturer narrative:
Follow up #1 is to provide FDA with missing, new, and changed information. Missing information: the user facility was contacted in an effort to collect additional information, but no additional information could be provided. New information: changed information: the following fields have changed information: f3-5 device labeling was reviewed for patient and device codes, see below: patient code: not applicable, no patient problem was reported. Device code: IFU was reviewed, see below: caution! Do not combine products incorrectly! Injuries of the patient, user or others as well as damage to the product are possible. Caution! The products have only limited strength! Excessive force will cause damage, impair the function and therefore endanger the patient. Immediately before and after each use, check the products for damage, loose parts and completeness. Make sure that no missing parts remain in the patient. Do not use the products if they are damaged or incomplete or have loose parts. Caution! Be careful if products are damaged or incomplete! Injuries of the patient, user and others are possible. Run through the checks before and after each use. Do not use the products if they are damaged, incomplete or have loose parts. Return damaged products together with any loose parts for repair. Do not attempt to do any repairs yourself. Visual check check products and accessories for damage, sharp edges, loose or missing. Warning! Danger of injury! Incorrect handling, e.g. Fall, shock, blows or similar mechanical loads can cause hair cracks and / or spalling of the ceramic coating in the distal area of the resectoscope sheath. Injuries of the patient, user or third parties are possible. Mind surface changes and ensure safe handling. Do not use damaged resectoscope sheaths, return damaged sheaths for repair. Check the ceramic insulation at the distal end of the resectoscope sheath for damage before every use. Rwmic considers this case closed. Should additional information become available a follow up report will be submitted.